Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button had stopped functioning. Reportedly, the issue was intermittent, as each attempt of depressing the wake button would not initiate functionality. During troubleshooting with tandem technical support, it was confirmed that the pump turned on when plugged into a power source. There was no patient involvement, as the issue occurred during setup of the pump and had not yet been used on the customer at the time of the reported event. Reportedly, the customer was on manual injections for insulin therapy.